Event description:
The manufacturer received information alleging the device's sound abatement foam degredation casued respiratory infections in a patient. The patient did receive medical intervention in the form of prescription medications. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported section h1 as "malfunction" and should have been reported as "serious injury". Also, section h7 and h9 were missing from the previously submitted report.

Manufacturer narrative:
Additional information was received on jan 23 , 2025 and section h10 should be reported as: the manufacturer received information alleging the device's sound abatement foam degredation casued respiratory infections in a patient. The patient did receive medical intervention in the form of prescription medications. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that could not confirm the customer's allegation and there was visible foam degradation and unit is scrapped. In this report, sections d9, g3,h2, h3, and h6 have been updated or corrected.